Manufacturer narrative:
The complaint allegation was confirmed. One unpacked ar-12990 serial/batch number: (B)(6) was received for evaluation. Upon visual inspection, it was observed that the bottom jaw of the instrument had broken off; indications of wear and tear were also noted. No functional testing was performed because of the damage to the instrument. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 09/24/2024, it was reported by an arthrex subsidiary employee via sems-06670438 that an ar-12990 scorpion¿ tip broke. There was no additional information provided, and additional information has been requested.